Event description:
Permataker misfiring during ventral mesh insertion. Partially sealing to mesh/abd wall. Surgeon dr. Leslie go and dr ar miller. When using the permatack to affix patch to abdominal wall, the tack would not consistently seat properly. The tack would penetrate through the mesh/patch and only minimally into abdominal wall despite use of firm pressure. This happened multiple times event with 2 different experienced surgeons using the tacker.